Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump related driveline infection. The type of infection was unknown. It was treated with surgery and drug therapy. No further information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for the driveline infection on (B)(6) 2024 and was discharged on (B)(6) 2024.

Event description:
On (B)(6) 2025 the patient's bacterial driveline infection was ongoing. This required surgery and medical therapy. The patient was then admitted on (B)(6) 2025 for infection and had surgical debridement around dlp insertion site. They remained admitted until (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.